Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room, 11 days after the catheter was inserted into the patient's internal jugular vein, the nurse found that the brown injection hub had detached from the extension line. As a result, the doctor removed the catheter and inserted a new one also in the right internal jugular. The distal line had been used for infusion, however, there was no injury or blood leak because the line was locked at the time. It was also noted that the patient had little movement. There was no reported delay, death, or complications to the patient as a result of this occurrence.